Manufacturer narrative:
(B)(4). The customer returned one, opened PICC kit including one, 3-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. Visual analysis of the catheter revealed three holes on the catheter body towards the juncture hub. The damage appears consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, etc.). The holes in the catheter body measured between 0-5 mm from the juncture hub. The length of the catheter body measured 56.10 cm, which is within the specification limits f 54.65-56.24 cm per catheter product drawing. The outer diameter of the catheter body measured 0.081", which is within the specification limits of 0.080"-0.085" per catheter extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. The proximal and medial lumens flushed as intended. Leaking was observed from the holes on the catheter body when the distal extension line was flushed. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of a hole in the catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed three holes on the catheter body towards the juncture hub. The damage appears consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the proximal part of the catheter has a small hole that caused leaking. The leakage happened right after the catheter was inserted into patient's body, when dr perform flushing on the catheter". There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the proximal part of the catheter has a small hole that caused leaking. The leakage happened right after the catheter was inserted into patient's body, when dr perform flushing on the catheter". There was no reported patient harm or consequence.